Manufacturer narrative:
Csi ID# (B)(4).

Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was located in the ostial circumflex artery. The physician used a 6fr introducer sheath to access the lesion. A csi viperwire guidewire was advanced across the lesion and the oad was loaded onto it. The physician performed two runs using the oad, but the patient status started to decline. Post-atherectomy angiography revealed a perforation at the site of treatment. The physician attempted to resolve the perforation using balloon angioplasty, but the patient coded. The patient was intubated and the balloon catheter was removed. The patient was then transported to a surgical unit for emergency pericardial centesis. During surgery, the patient status declined and the patient expired.